Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) was removing the screws from the stabilizer during a deep brain stimulation lead implant and one of the screws broke. The screw snapped during removal and a section of the screw stayed imbedded in the patient's skull. The hcp had to use a drill to remove the imbedded portion of the screw. The hcp was able to implant the neurostimulator and complete the system in a subsequent surgery as scheduled. A follow-up report will be sent if additional information becomes available.